Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device driveline cable exhibited driveline sheath damage, with the outer sheath completely severed at the end of the strain relief while the silicon lumen remained intact. The patient had a medical history of ischemic cardiomyopathy, prior coronary artery bypass graft, and diabetes mellitus. The damage was confirmed by the ventricular assist device coordinator, and logfile data were submitted. No issues or alarms were reported by the patient. The driveline repair was scheduled and completed without any event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the device history record confirmed that the associated device met all requirements for release. Log file analysis revealed twenty-two (22) low flow alarms logged since (B)(6) 2025. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the outer sheath. Visual evidence provided by the site also revealed discoloration of the outer sheath and damage to the strain relief. A driveline sheath repair was performed to mitigate the conditions reported. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.